Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that after a da vinci-assisted general surgical procedure, the permanent cautery hook instrument, the distal tip of hook was damaged and breaking apart. The instrument still has lives remaining. It is unknown how the procedure was completed and there was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have thermal damage on the monopolar yaw pulley at the distal tip. Material appears to have burnt off from the charring that occurred near the yaw hook/spatula. The instrument passed the electrical continuity test. Components adjacent to the yaw pulley show thermal damage. Additionally, the instrument was found to have a derailed grip cable from its normal position at the distal idler pulley. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint regarding the hook is damaged and breaking apart was confirmed by failure analysis.